Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin and not performing the proper air removal techniques. Tandem technical support educated the customer that insulin should be at room temperature before filling a cartridge and to remove any residual air from the cartridge. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.